Event description:
It was reported the header port is not working. The header has been replaced numerous times and problem (no telemetry) still persisted. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed functional uplink tests; the rf head cable found out of electrical specification. (B)(4).